Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the broken beam screw at the navicular-cuneiform joint along with nonunion that required revision surgery to treat the nonunion with multiple plate and screws.